Event description:
The customer reported a homechoice device that started to smoke. The event occurred while the pt was pressing "go to start" button on the device after powering the device off/on. The device was plugged directly into the wall outlet and the pt smelled burning and heard a clicking sound. Reportedly, the smoke was coming from the back (side with the plug) of the device. No pt injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: the device was received and evaluated. The customer's reported condition of smoke was confirmed during evaluation. The cause of the problem was determined to be burnt j1 (alternating circuit component printed circuit board) & p1 (power harness) connector. The device was repaired.